Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section d6a: implant date: not applicable as this is not an implantable device. Section d6b: explant date: not applicable as this is not an implantable device. Section e1: email address: unknown/not provided. Section e1: telephone number: unknown/not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was fiber found after patient's eye was docked with elita. The patient's cornea was in contact with the cone glass. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes date returned to manufacturer: apr 8, 2024 section h3: device returned to manufacturer: yes device evaluation a visual inspection of the returned product did not reveal any debris, loose particles, or fibers. Photo analysis of images provided by the customer was performed and revealed: 1. Silk centration screen on system monitor. A small fiber can be observed on the patient's pupil. 2. System monitor screen with docked patient. 1 of the reported 1 opened elita patient interface received within a bag. The lot number could not be confirmed. A visual inspection of the returned product did not reveal any debris, loose particles, or fibers. The reported event is confirmed from photo analysis. Per DHR all devices meet material, assembly, and performance specifications at the time of product release. Based on the information obtained, as the fiber that was identified on the attached photo was not observed on the cone during product evaluation, product malfunction and deficiency cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Johnson & johnson surgical vision will continue to monitor this type of complaint.